Event description:
It was reported that three cadd cleo infusion set sites detached from the tubing, leaving adhesive behind. The event occurred during patient use while insulin was being infused. The patient managed the issue by switching to multiple daily injections until returning home to replace the infusion site. On one occasion, the patient experienced elevated blood glucose levels ranging from 330 mg/dl to 350 mg/dl.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.